Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 developed a hematoma at the axillary site. Hemoglobin was decreased to 7.1 and the patient was transfused one unit of packed red blood cells. Additionally, the impella generated a "placement signal unreliable" alarm. Later, the pump was explanted when the patient received a heart transplant.